Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard/davol mesh ¿ dulex (device #1). An additional supplemental emdr submitted to represent the bard/davol mesh ¿ composix l/p (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2009 - patient was diagnosed with recurrent left lower quadrant incisional hernia thereby underwent open repair with implant of dulex mesh (device #1). Per op notes, ¿a dulex mesh (device #1) was oriented in an oblique fashion and sutured circumferentially.¿ (B)(6) 2012 - patient was diagnosed with left lower quadrant incisional hernia thereby underwent open repair with the implant of composix l/p mesh (device #2). Per op notes, ¿the previously placed mesh (device #1) was reperitonealized and dissected the adhesions. A composix l/p mesh (device #2) was placed into the defect and tacked using sorbafix fixation device.¿